Event description:
It was reported that customer experienced multiple cartridge alarms while using pump, but no blood glucose measurements or effects were provided. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, and no additional troubleshooting steps, corrective actions, or further details were received, so no further action was taken and complaint was closed.